Event description:
It was reported that during preventative maintenance, this 980 ventilator did not pass the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during preventative maintenance, this 980 ventilator did not pass the extended self test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator and found unit failed the extended self test (est) mix proportional solenoid (psol) test. Sp replaced the air mix psol but then the unit failed est circuit pressure test with inspiratory autozero solenoid not operational message. Sp replaced inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One air mix psol was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned air mix psol was attached to failure investigation test ventilator for analysis. The unit powered up and failed the leak test, confirmed the air mix psol was faulty. One ifm pcba was returned to medtronic for analysis. A visual inspection was carried out on the returned ifm pcba and no anomalies were observed. The part was attached to the test ventilator and powered up but failed flow sensor calibration and extended self test (est) circuit pressure test with the message ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported mix psol test failure was identified as a faulty air mix psol. This event is included in a data monitoring plan. The cause of the circuit pressure test failure with inspiratory autozero solenoid not operational message was determined to be a faulty autozero solenoid (so1) on ifm pcba. The serial number of the ifm pcba is in scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.